Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
The tibial poly was opened but not used. The returned poly would not work with the tibial base plate. An additional poly was opened and used without issue.. [Customer].